Manufacturer narrative:
Product analysis for primary product: the valve was returned to the galway return product analysis lab, loaded inside the delivery system. The original valve was deployed with an observed infold. The valve was then forwarded to the santa ana product analysis lab inside an evolut jar filled with clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were slightly stiff yet flexible. Leaflets exhibited signs of creases and frame imprints, possibly associated with the valve being loaded inside the delivery system for an unknown duration of time. As received, all leaflets were in a partially closed position with a gap between the free margins. All commissures were intact. The valve was received in a crimped state with the inflow aspect exhibiting a d-shaped appearance. The valve was then submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being in the loaded position for an unknown duration of time. Due to the received compressed state of the valve, a sizing verification nor deployment simulation could not be performed. Product analysis for system reported product: the valve was returned to the galway return product analysis lab, loaded inside the delivery system. The original valve was deployed and forwarded to the santa ana product analysis lab inside an evolut jar filled with clear solution. The valve appeared discolored showing evidence of blood contact. All leaflets were slightly stiff yet flexible. Leaflets exhibited signs of creases and frame imprints, possibly associated with the valve being loaded inside the delivery system for an unknown duration of time. As received, all leaflets were open towards the frame wall. All commissures were intact. The valve was received in a crimped state with the inflow aspect exhibiting an elliptical appearance. The valve was then submerged in a warm saline bath. The valve appeared to maintain a compressed condition, possibly from being in the loaded position for an unknown duration of time. Due to the received state of the valve, a sizing verification nor deployment simulation could not be performed. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evprop34, (lot #:0011840812); product type: 0195-heart valves; product ID: d-evprop34, (lot #:0011812807); product type: 0195-heart valves; h6 - device code additional codes - imf health impact code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant attempt of the first 34 millimeter (mm) valve, no misload was observed under fluoroscopy. It was reported that the valve was recaptured two times. During the implant attempt with the second 34 mm valve, no misload was observed under fluoroscopy. It was reported that the valve was recaptured two times. The physician decided to implant the 29 mm valve as the patient's annulus perimeter was borderline between the 29 mm and 34 mm valves. A procedural delay of more than 30 mins resulted from the infold. Per the physician, one of the patient's sinuses contributed to the infolding of the two 34 mm valves.

Manufacturer narrative:
Continuation of d10: product ID evproplus-29 (unknown serial/lot); product type: 0195-heart valves. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-34 (serial: j011563); product type: 0195-heart valves; product analysis: no products were returned. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 34 millimeter (mm) transcatheter bioprosthetic valve ((B)(6)), an infold occurred after the first recapture. The system was removed safely from the patient. A second 34 mm valve ((B)(6)) was loaded and checked under fluoroscopy. Infold occurred after the first recapture with the second valve and the system was removed safely from the patient. A third 29 mm valve was loaded and safely implanted. A post implant balloon aortic valvuloplasty (bav) was performed with a 24 mm non-medtronic balloon (vacsii). A gradient of 1 millimeters of mercury (mmhg) and mild paravalvular leak (pvl) on the left coronary cusp (lcc) was observed with no treatment reported. No additional adverse patient effects were reported.